Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump would not power on during investigation. Evaluation revealed a keypad leak and moisture/corrosion damage in the pump circuitry. Testing could not be adequately completed due to moisture damage and lack of power to the pump.

Event description:
The patient reported that the pump will not power on. The patient went swimming yesterday and received a call service alarm. He then changed the battery and noticed that the pump would not power on. There was no reported patient impact associated with this complaint.